Event description:
It was reported that a patient underwent an ablation procedure with a decanav electrophysiology catheter. The patient suffered acute memory loss, transient global amnesia (tga) or transient ischemic attack (tia). After the acute memory loss, transient global amnesia (tga) or transient ischemic attack (tia) the case was terminated. The procedure was not successfully completed. The patient is scheduled for an electroencephalogram (eeg) and magnetic resonance imaging (MRI). Additional information was received on the event. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse was that it was patient condition related. The patient outcome is unknown. The patient required extended hospitalization because of the adverse event. The patient has had this kind of event 2 times before since 2008. The generator used in the case was a smartablate.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30630168m and no internal action to the complaint was found during the review if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).